Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 analytical unit. The initial result was 514 pmol/l. The repeat from the same analyzer was 260 pmol/l. The repeat from a different e801 module was 264 pmol/l. The repeat results were believed to be correct. The results were produced using two different containers: one primary tube and one aliquot, but it is unclear which tube was used in which run.

Manufacturer narrative:
The e801 module serial number was (B)(6). The field service engineer (fse) performed an instrument check and repeatability testing with one sample on both e801 modules. The results were reproducible. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were acceptable. Many sample quality alarms were noted in the alarm trace data from the last 30 days. No instrument maintenance issues were identified. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.